Manufacturer narrative:
Product ID 97712, serial# (B)(4), implanted: 2015 (B)(6); product type implantable neurostimulator product ID 977a290, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97792, lot# n522615, implanted: 2015 (B)(6); product type accessory product ID 97740, serial# (B)(4); product type programmer, patient product ID 97712, serial# (B)(4), implanted: 2015 (B)(6); product type implantable neurostimulator product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a275, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97754, serial# (B)(4); product type recharger product ID 3708120, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 977a290, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2015 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported that the healthcare provider (hcp) that did the initial procedure but did not put the extra loops for slack in the line above the anchor. The hcp put the slack around the anchor going to the occipital leads so when the patient turned his head, the anchor failed. The patient's hcp repaired the revision which was when they found out about the loops. After the repair, his medication requirement dropped by more than half instantly. The hcp that did the initial procedure did not put the extra loops for slack in the line above the anchor and put the slack around the anchor going to the occipital leads so when he turned his head, the anchor failed so the patient blamed the hcp for breaking her anchors. The patient said that he was instantly back into 10 out of 10 pain. The patient had a facial stimulator and an occipital stimulator and the occipital one was providing most of pain relief so when it broke he was instantly back in pain. The patient said that he saw on the x-ray that the lead migrated to his back stimulating his spinal nerves into his arm. As a result the patient turned off the stimulation. The patient said that since the hcp broke it he was going to fire the hcp and then he went back and falsified his records and said that the occipital was not the cause of his pain. The hcp said that this was absurd and stated that the occipital neuralgia had been driving his pain from his injury the whole time. The hcp repaired the revision which is when they found out about the loops. After the repair, the patient's medication requirement dropped by more than half instantly. The patient said that he was a physician and his wife is an orthodontist and they have treatment options. They were doing occipital nerve blocks at home which was providing relief prior to implant, so they knew that a stimulator was a good option for him. The patient said that the facial stimulator was an after thought by the hcp. The patient did the trial prior to all of this and they paid out of pocket for occipital trial. All 3 (1 trial and 2 inss) provided relief with the occipital always provided more of the relief. The patient stated that the lead broke a few weeks after it was placed, then a month, then he said, he didn't know. The patient's wife said that since the implant the patient had commented that the wires felt too tight when he turned his neck to the left. In (B)(6) 2015 when the patient was driving he had to turn his head sharply to the left and he felt pain in the back of his neck instead. The patient had x-rays about a couple days later and it showed that the anchor broke and that the lead migrated down his back. The patient was not receiving occipital pain relief and felt pain down his right arm. Caller said that the implant hcp did see both the patient and wife and dismissed the patient and said that they would not do the revision due to being admitted to the ICU for aspirations and pneumonia 4 days after implant (refer to (B)(4)). The caller said they received a dismissal letter and then they were not able to find an hcp that would perform the revision so they went out of network and had to pay out of pocket for the surgery. Caller stated that this was a revision and that no new products were implanted. The caller said that the patient did not have tension anymore, however, the pain coverage isn't as good at this point.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97792, lot# n522615, implanted: (B)(6) 2015, product type accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97712, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
It was reported that a lead migrated from the dorsal subcutaneous scalp to the subcutaneous thoracic region. The anchor was still in the original location and the lead had slid out of the anchor. The cause of the issue was because the lead pulled out of the anchor. The doctor did not believe that a revision was necessary. The patient was still receiving spinal cord stimulator (scs) stimulation in the intended region with the other lead, but there was less than 50% therapy relief in the lead location. Impedance testing and x-rays were completed. X-ray verified that the lead migrated and the anchor was still in place. Impedance check verified that the lead and electrodes were all intact. It was noted that the patient had been reprogrammed several times prior but had unrealistic expectations. Refer to mfg. Report #3004209178-2015-13267.